Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4) se & co. Kg (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was not duplicated. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from (B)(4), there was the possibility that the reported phenomenon was attributed to the failure of the endoscope or the image cable, or the incorrectly setting. It was considered that the subject device might have no abnormality. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in the unspecified timing, it was found that the endoscopic image of the subject device was not displayed on the monitor. There was no report of patient injury associated with this event.